Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump time was incorrect, after the pump turned off due to normal battery depletion. Tandem technical support assisted customer in correcting the pump time and customer resumed insulin therapy. Customer's blood glucose was 368 mg/dl.